Manufacturer narrative:
The wavescan equipment was tested and examined at the customer location by an amo service technician. The system was found to be operating within the specification for the device.

Event description:
One month post operative data of a pt treated with the wavescan revealed an undercorrection with scva vision loss of 2 lines and an induced astigmatism of -2 diopter.